Event description:
It was reported that the patient felt that since implant the pump was intermittent in managing his pain. He did not feel that the pump was working and wanted a new one. The patient had an appointment scheduled to see the physician. At the time of this report, the patient was taking "orals". The pump was used to deliver morphine, sufentanil and clonidine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).